Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of ev ent: estimated date. The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three perclose proglide devices, referenced in describe event or problem, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that vessel puncture closure of an unspecified artery was attempted using 4 proglide devices after an unspecified procedure. Reportedly, suture breaks occurred with all 4 proglide devices. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional reported information indicates that the proglide device was successfully pre-placed. Based on the new information, this event would not have been a complaint against the proglide device. However, the initial medical device report (MDR) has been filed; therefore, this event must remain a reportable event.

Event description:
Subsequent to the previously filed medwatch report, additional reported information indicates that vessel puncture closure was attempted using two proglide devices via a 6f sheath prior to an impella interventional procedure. Reportedly, two proglide devices had suture breaks occur and the other two proglide devices were successfully pre-placed. The sheath was upsized to 16f, the impella intervention was performed and hemostasis was achieved with the sutures of the two proglide devices. No additional information was provided.